Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variable system impedance measurements, with 120 ohms in the office today. No defibrillation threshold (dft) test was performed at implant and this patient has not received any shocks to review impedance. Technical services (ts) reviewed discussing possible reasons such as adipose tissue however measurements are within normal range. Ts discussed dft would be physician discretion. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced discomfort and pain. A device pocket revision was attempted to lower the system impedance however was unsuccessful therefore, this s-ICD and the electrode were explanted and replaced. This s-ICD is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variable system impedance measurements, with 120 ohms in the office today. No defibrillation threshold (dft) test was performed at implant and this patient has not received any shocks to review impedance. Technical services (ts) reviewed discussing possible reasons such as adipose tissue however measurements are within normal range. Ts discussed dft would be physician discretion. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced discomfort and pain. A device pocket revision was attempted to lower the system impedance however was unsuccessful therefore, this s-ICD and the electrode were explanted and replaced. This s-ICD is expected to be returned. No additional adverse patient effects were reported.